Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of almost 500mg/dl. The customer was given insulin and fluids by an emergency medical technician (emt) and also had their pump supplies changed. The emt's drove the customer back home after the customer's bg levels stabilized. Recommendation was made to consult with their health care provider to discuss diabetes management. The contact stated that the customer's healthcare provider made large settings changes and the customer's bg levels dropped back to normal.